Event description:
In 1999, the dr implanted a 31 mm mitral sjm tailor annuloplasty ring (model tar-31) in a heartport procedure due to a 4 + mitral insufficiency. According to the operative report, after implant, a postoperative echocardiogram showed "minimal to 1 +" insufficiency. However, the pt had evidence of homolysis and required outpt transfusion, although all enzyme tests were negative for g6pd deficiency. The pt had a history of rheumatic fever and rheumatic valve disease. In 1999, the dr explanted this annuloplasty ring during a heartport procedure. At explant, the valve repair was still intact although one chordae appeared "elongated" with a small prolapsed area. The surgeon believed this may be the source of the regurgitation. A 27mm mitral st. Jude medical mechanical heart valve sjm masters series (model 27mj-501) was then implanted. There was no evidence of paravalvular leak or tissue impingement. No additional info was available.

Event description:
This valve was explanted due to endocarditis and perivalvular leak with resultant mitral regurgitation. According to the operative report, following implant of this valve, the patient experienced fever and an elevated white count with blood cultures positive for mrsa. The patient recovered and was discharged. Six weeks prior to explant, the patient was admitted with fever, chills and a "new" murmur. A "large" perivalvular leak with "severe" mitral regurgitation was observed along with "possible" vegetation on the leaflets; however, the leaflets functioned "appropriately". IV antibiotics were administered; however, the patient developed "severe" pneumonia and reoperation was delayed. At explant, the valve was dehisced in two areas between the 9 and 12 o'clock positions. Sjm 27mj-501, then implanted and the patient was reported to be in "critical but stable" condition postoperatively.